Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient stated that upon removal of the applicator, the needle broke and remained in her arm. She saw a doctor the following day and the needle was surgically removed using anesthetic. At the time of the report, the patient was feeling fine. No product was provided for evaluation. The allegation was confirmed based on the removal of the needle through surgical intervention. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to a missing applicator. The reported event of a broken needle could not be determined. A probable cause could not be determined.